Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). An examination on (B)(6) 2017 confirmed the patient's report that the battery site was red, tender, and hot. The patient had battery site tenderness, redness, and increased temperature. Antibiotics were given on (B)(6) 2017 and the event resolved without sequelae on (B)(6) 2017. The clinical diagnosis was a probable battery site infection. The event was not related to the device or therapy and was possibly related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp provided the patient's baseline weight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the patient came for an office visit on (B)(6) 2017 and presented with a dehiscence wound at the ins pocket where you could see one corner of the ins as well as part of one lead. The event resulted in an emergency room visit. The device system was explanted on (B)(6) 2017 and not replaced. The event was unlikely related to the implant procedure. No further complications were reported or anticipated.